Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that percutaneous pin fit in the tap cap,  but did not fit in the adapter that connects to the patient reference frame. The site opened a new perc pin with a different lot number and were able to proceed. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
H3/h6: the returned perc pin diameter measured 1.34mm and should be 1.35mm +0/-.006mm per the drawing. The perc pin also fit into two different known good frames without issue. There was no problem found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.